Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves. The lead sensitivity was reprogrammed and resolved the oversensing. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.